Manufacturer narrative:
The field service engineer (fse) replaced the blower motor to address the reported problem.

Manufacturer narrative:
The field service engineer replaced the motor controller board to address the reported problem. Failure analysis on the returned motor controller board shows that this problem was caused by multiple shorted components at u17 and d5 which was caused by electrolyte leaking from c14. Cleaning the electrolyte from the mc board and replacing d5 corrected the problem with this unit.

Manufacturer narrative:
This is pending repair completion from field service engineer. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported there was no patient involvement.